Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling and defibrillation cycling and stress testing without duplicating the report. Internal inspection resulted in no findings. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.